Event description:
It was reported that the connector would not attach to the insulin cartridge during a supply change despite confirmation that the pump had been rewound, with repeated attempts using multiple connectors, cartridges, and an infusion set; the customer had been filling cartridges with insulin pens and initially overfilled, then filled approximately halfway to avoid overfill, after which the connector still failed to attach until a companion was able to attach it with force. No adverse clinical symptoms associated with low insulin availability due to inability to complete the supply change reported. Outcomes included interruption to insulin delivery workflow without hospitalization. Customer care provided support that included telephone troubleshooting and user education regarding correct cartridge fill volume. Investigation of this case revealed difficulty mating the connector to the cartridge consistent with a connection or fit issue at the connector¿cartridge interface. It was concluded, based on previously established findings for similar reports, that the cause was likely user technique and handling, with a possible contribution from component fit variation.

Manufacturer narrative:
Initial.